Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 590 mg/dl. The customer was treated with a manual injection. The auto mode was active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. Customer did allege the insulin pump was under delivering because their blood glucose was raising. The insulin pump will be returned and the reservoir will not be returned for analysis.